Manufacturer narrative:
The subject device was evaluated and investigated by olympus medical systems corp. (Omsc). The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad was severely worn out. Investigation was carried out by connecting an (B)(4) olympus usg-400, td-sb400 and the returned device. The probe check was conducted, and result indicated no abnormalities. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output: [inspection] appearance: a likely mechanism causing the reported event might be the following: grasping section was closed without grasping anything between the grasping section and the distal end of the probe while ultrasonic output was activated (this includes after tissue resection). This might have caused the tissue pad to wear out severely. Due to wear of the tissue pad, the grasping section and the distal end of the probe came into contact. The output was activated while the grasping section and the probe was in contact causing the probe damage error. (Error code: u504) also, this caused the contact mark. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the non-healthcare professional that during a digestive surgery by laparoscope using the subject device with usg-400, u504 error occurred. The tissue pad was damaged. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to omsc for evaluation. On 11/25/2021, omsc found that the tissue pad was severely worn out.